Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer displayed error code 12400872 while trying to interrogate the patient. The rep will use the service disk to clear the error. No patient complications have been reported as a result of this event.